Event description:
It was reported the epiq elite ultrasound system was not available during a venous ablation procedure. The system shut down during use and the user exchanged the system to complete the procedure. There was no patient or user harm. The service engineer was not able to reproduce the reported problem. Philips has started an investigation and upon completion, a follow up report will be submitted.